Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after restarting the system. A philips field service engineer (fse) visited the site and analysed the system log file and found power inverter error. The fse replaced the power inverter and returned to philips for further analysis. The analysis revealed adaptation was interrupted after 75 shots due to an "inverter short circuit" error message, resulting in failure. The power inverter is electrically defective. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If a loss of live imaging occurs during a procedure, the issue may be addressed by performing a warm/fast restart or a cold restart. These recovery actions are part of the device¿s built-in design mitigations. Utilizing these measures can restore the live image, allowing the procedure to continue and be completed successfully. A live image loss that can be resolved through these design mitigations (warm/fast or cold restart) is not expected to result in or contribute to death or serious injury, even if the issue were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.